Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized with a supraventricular tachycardia but the event was not stored in the memory of the ICD. The ventricular tachycardia monitoring zone was changed but, again the event was not stored in the device's memory after the patient experienced another supraventricular tachycardia episode. The device is still in use. No patient complications have been reported as a result of this event.